Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7083915.

Event description:
It was reported that the patients pocket site had opened. The patient underwent an explant procedure wherein all device components were removed and not returned. The patient had been reimplanted and was doing well postoperatively.